Manufacturer narrative:
There was no patient involvement. The inspire 8f hollow fiber oxygenator with integrated arterial filter is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). The age of the device was calculated as the time elapsed between device sterilization and the date of event. (B)(4), manufacturer (sorin group (B)(4)) registration number: (B)(4). The involved inspire 8f hollow fiber oxygenator with integrated arterial filter is a non-sterile component assembled into a convenience pack that is distributed in the USA. The stand alone oxygenator (catalog number 050703) is also registered in the USA (510(k) number: k130433). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group (B)(4) manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter. The incident occurred in (B)(6). Exemption number e2016005. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been requested for return to sorin group (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) received a report that priming fluid was observed leaking from the blood side to the water side of the inspire 8f hollow fiber oxygenator during priming. The customer reported that the fluid passed through with no resistance. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter. The incident occurred in (B)(6). Per exemption number e2016005, (B)(4). The involved device was returned to sorin group (B)(4) for investigation. The unit was tested for leakage from the blood side to the water side of the heat exchanger. No leaks were observed during this testing. The device was found to be conforming to specifications. As the issue could not be confirmed, a root cause for the reported issue was not identified. Based on the results of the investigation, sorin group I(B)(4) has determined that the reported event was not caused by a device malfunction, as it was found to be conforming to specification during testing.